Event description:
Event description guidant/cpi received information that this selute picotip lead was removed from service the day after initial implant due to micro dislodgement. A positive fix lead was implanted without issue.